Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name micra product ID mc2avr1-delsys (serial: (B)(6). D9: yes, return date: 02-jul-2024. H3: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of a leadless implantable pulse generator (ipg) that the tines extended without operator input. It was also reported that the deployment button of the delivery system (ds) was broken. The leadless ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: delivery system the delivery system was returned with the device intact in the device cup, analyzed. The lumen of the delivery system was torn. There was a deployment issue with the delivery system. The inner boss of the delivery system was loose. The bond of the inner boss of the delivery system released from the inner shaft. Blood obstruction of the delivery system lumen was observed. Blood was observed on the tether tube of the delivery system. The analyst noted a torn lumen affects deployment of the device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary:the delivery system was returned with the device intact in the device cup, analyzed. The lumen of the delivery system was torn. Fluid pathway leak was observed on the delivery system. The inner boss of the delivery system was loose. The bond of the inner boss of the delivery system released from the inner shaft. The delivery system tether lock housing leaks. Blood obstruction of the delivery system lumen was observed. Blood was observed on the tether tube of the delivery system. The analyst noted the device could not be deployed. There was blood obstructed in the lumen and the tether lock housing and tether tube contributed to the deployment issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.